Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication of device insertion ("the right device could not be implanted on two attempts so an alternative contraceptive method was indicated") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (laparoscopy with bilateral prophylactic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, complication of device insertion and fibromyalgia outcome was unknown. The reporter considered complication of device insertion, fibromyalgia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on an unknown date: left device in correct position. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 25-mar-2021. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication of device insertion ("the right device could not be implanted on two attempts so an alternative contraceptive method was indicated") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (laparoscopy with bilateral prophylactic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, complication of device insertion and fibromyalgia outcome was unknown. The reporter considered complication of device insertion, fibromyalgia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: left device in correct position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2021: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/pf/57196) on 30-jan-2020. The most recent information was received on 26-feb-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication of device insertion ("the right device could not be implanted on two attempts so an alternative contraceptive method was indicated") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (laparoscopy with bilateral prophylactic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, complication of device insertion and fibromyalgia outcome was unknown. The reporter considered complication of device insertion, fibromyalgia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on an unknown date: left device in correct position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.